Event description:
The physician was attempting to direct stent with 2 integrity bare metal stents in a CABG graft. No abnormality was noted during device preparation. It is reported that the stents passed through a previously deployed stent and during the procedure the stents dislodged and were removed via surgery.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement. No results available since no evaluation performed- device or procedural images not provided for review. Related to operational context-root cause of the issue is most likely procedural related. Evaluation conclusion: inherent risk of procedure-stent dislodgement. Unable to confirm complaint - device or procedural images not provided for review. Related to operational context - root cause of the issue is most likely procedural related. (B)(4).